Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. The pump was not charging during the reported event. Reportedly, the pump shutdown after becoming hot; however, this could not be confirmed. Blood glucose was not impacted. The customer continued to use the pump for insulin therapy.